Manufacturer narrative:
Findings: unit received with button error alarm and had intermittent all buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. There was a crack on top of the reservoir compartment, on the battery compartment, and on the up button. They did not know how the damage occurred. They also reported that the b and up buttons do not respond on first press. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer's blood glucose level was 210 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.